Manufacturer narrative:
Our investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. (B)(4).

Event description:
It was reported that patient was revised approximately 6 years post-implantation due to pain and instability. During the procedure, the femoral head and acetabular liner were removed and replaced. Attempts to obtain more information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the head remains assembled with the taper insert. The insert is etched -3 12/14. Scratches and tool marks are present in the exposed surface of the insert. The taper of the insert has foreign debris and scratching. Scuffing and scratches were observed in the outer radius of the head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed due to the operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 6 years post-implantation due to pain and instability. During the procedure, the femoral head and acetabular liner were removed and replaced. Attempts to obtain more information have been made; however, no more information is available. Additional information received in revision operative report noted a large effusion present and synovitis consistent with local tissue reaction to metal debris.